Event description:
When taking patient's blood sugar, lancet used did not retract. When removed away from patient needle exposed and penetrated through glove resulting in needle stick. Manufacturer response for lancet blood genie adult 21ga, lancet blood genie adult 21ga. (Per site reporter). Unknown.